Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the complete lead was returned in two segments, the conductors of the distal segment were stretched, the stylet was still inserted in the distal segment and there was calcified body fluid on the shocking coils. Resistance tests were completed to assess electrical performance of both segments. Measurements throughout these tests were within normal limits. It was determined the visible damage was induced during the explant procedure. Laboratory analysis did not identify any characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this right ventricular (rv) exhibited high pacing thresholds and functional undersensing. As a result, the lead was explanted during a procedure performed to replace the implantable cardioverter defibrillator (ICD) due to normal battery depletion. The rv lead was replaced with an alternate. No additional adverse patient effects were reported.